Event description:
A malfunction alarm was reported with a code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and decided to send a replacement pump due to recurring malfunctions. The customer was informed about this resolution and acknowledged the necessary steps to return the faulty pump using a pre-paid label within 10 days. Reportedly, the customer continued to use the pump for insulin therapy.